Event description:
Pt seen in ER with infected implanted catheter. Site appeared minimally red. Pt gets IV meds for nausea. Has difficulty eating at times. States had abdominal surgery, "something happened" and has been unable to eat since. Has had multiple feeding tubes and tpn in the past. 2/15/97 - to or for removal of infected portacath rt subclavian.